Manufacturer narrative:
Analysis of the cart 9733560xom fusion em system (serial #: (B)(4)) found (verbiage from afc code levels, as well as any ap plicable analysis summary notes). Product event summary #fusion emitter communication product analysis (B)(4): mnav comment subject: work order (B)(4). Mnav comment ID: cc-1120497. Mnav comment: summary: work order passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the emitter was not communicating with the fusion system. They were receiving a red 'x,' for the emitter. Site used another fusion for the surgery. The representative was unable to provide clinical details and serial number of the fusion at the time of the call. New paragraph but spreadsheet won't allow: cc-1112568 (rep, uf): additional information was received with system information, as well as it was confirmed that the system was confirmed to be functioning as intended during the system checkout process. The emitter was tracking and all internal connections were secure. The surgeon name was provided as dr. (B)(6) and the procedure was stated to have no delay. No impact to patient reported. Patient demographics were stated to be unavailable.